Event description:
It was reported that the system had a control panel error and locked up. This error can cause the system shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.